Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the competitor guidewire cold not be removed from the attempted left ventricular (lv) lead. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. A low voltage conductor was distorted due to the guidewire coating. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.